Event description:
Procedure type: nissen. According to the reporter: endostitch was difficult to load stitch onto device. Doctor used device and suture came off straight needle. Needle broke in half, half of straight needle was in straight endostitch and other half of needle was never retrieved. Physician looked for the partial needle, x-ray taken, surgeon notified. Half of the surgical straight needle was left in the cavity. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).